Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the physician was using a kissing balloon technique in the iliac veins, meaning there was an 18mmx80cm maxi balloon in the left iliac vein and an 18mmx80cm maxi balloon in the right iliac vein inflated at the same time, to post dilate stents that were just deployed. However, physician states both balloons burst at rated pressure. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1/3 contrast 2/3 saline. The same indeflator was used successfully with other devices. There was difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. A non-cordis contrast media was used on the procedure. A non- cordis indeflator device was used. The device was not returned for analysis. A device history record (DHR) review of lot 17674847 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported balloon burst at/below rbp could not be confirmed as the devices were not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 9616099-2017-01682.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17674847) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician was using a kissing balloon technique in the iliac veins, meaning there was an 18 mm x 80 cm maxi balloon in the left iliac vein and an 18 mm x 80 cm maxi balloon in the right iliac vein inflated at the same time, to post dilate stents that were just deployed. However, physician states both balloons burst at rated pressure. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 1/3 contrast 2/3 saline. The same indeflator was used successfully with other devices. There was difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The products will be returned for analysis.